Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device didn't recognize the new battery. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device didn't recognize the new battery. After resetting it via application, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
Section h6 results code grid of initial MDR indicates: electrical problem identified. Section h6 results code grid of initial MDR should indicate: operational problem identified. Section h6 results code grid of initial MDR indicates: cause traced to component failure. Section h6 results code grid of initial MDR should indicate: cause not established. Section h11 additional mfg narrative of initial MDR indicates: a stryker service representative performed an initial evaluation of the customer¿s device and observed that the device didn't recognize the new battery. After resetting it via application, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Section h11 additional mfg narrative of initial MDR should indicate: a stryker service representative performed an initial evaluation of the customer¿s device and observed that the device didn't recognize the new battery. After resetting the battery, proper device operation was observed through functional and performance testing. The technician was unable to duplicate the reported issue. A cause of the reported issue could not be determined. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device didn't recognize the new battery. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.